Event description:
Customer reported she was hospitalized due to a kink in her infusion set. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was 473 mg/dl. She stated she was vomiting severely and was feeling low on energy prior to her hospitalization. She also reported the emergency medical services was called and they had treated her with insulin. Customer also stated the emergency responders had taken her off the insulin pump in order to treat her blood glucose. The customer also stated she was hospitalized due to having diabetes ketoacidosis. The customer was treated with an IV and was sent home with novolog and lantus in addition to syringes. The customer stated this was the third time she had this issue. She also reported she was previously hospitalized for diabetes ketoacidosis for the same issue with her infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).